Event description:
It was reported that during a meniscus repair procedure using fast fix 360, the t2 implant deployed prematurely after the deploy of the t1. Both t implants were removed from the patient with tweezers. The procedure was completed with a non significant surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the returned device was without both implants and the suture. The actuator was in the pre t2/post t1 deployment position. There was debris in the needle and minor scuffs on the white depth gauge straw. A functional evaluation found the device cycled as intended. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.